Manufacturer narrative:
(H3) the revision reported was likely due to progressive prosthesis wear over 5 years of implantation secondary to mechanical overload on the posterior edges of the tibial insert leading to full thickness polyethylene wear and reported metal-on-metal wear. Contributions from overall slope of the insert and tibial tray and/or soft tissue instability may have allowed for excessive posterior contact leading to wear of the polyethylene insert. However, the contributions of individual factors or a combination of the aforementioned factors cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, after about 5 years later from a primary surgery, the 81 y/o female patient who had total knee arthroplasty using cr slope ++ tibial insert complained knee swelling and pain, the surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. Breakage and wear was observed in the retrieved tibial insert. Also, he found out metallosis. He decided that no problem of locking mechanism of the tibial tray was found, and removing all proliferative tissues, the insert only was replaced to new one. Polyethylene particles and proliferative (growth) tissues on the surgical field were resected by the surgeon appropriately. There was no surgical delay/prolongation. Photos and x-rays received. The device is not available for evaluation due to retrieved insert would be used for clarification to a patient.